Manufacturer narrative:
It was reported; the protected tip (on a blue silk blade electrode) came defective out of the package with insulation missing and burned a patient. Email received by md, inspire cosmetic surgery, with additional information in regards to this reported incident. Reporter states, during a left breast augmentation on (B)(6) 2020 a female patient in their twenties incurred a burn on the skin of the left breast that was treated with antibiotic ointment because of the defective blue silk blade electrode. Reporter did not report serious injury or follow-up treatment. The sample is available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the protected tip (on the blue silk blade electrode) came defective out of the package with insulation missing and burned a patient.